Event description:
Information received with return of the explanted device notes that the patient had ventricular tachycardia and received appropriate shocks from his implantable cardio- verter defibrillator. The left ventricular lead exhibited high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received